Event description:
It was reported that the patient was experiencing inadequate pain relief with possible nerve damage. The patient was prescribed with medication. The implantable pulse generator (ipg) device continued to manage the patients remaining pain. No further information could be obtained despite good faith efforts.